Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that the handset was not working and it takes a long time to connect and deliver a bolus. The patient also mentioned getting stuck at 90%. Agent assisted the patient in deleting the data. Patient then tried connecting and confirmed that they were able to get connected without having any further issue. Agent reviewed information and advised to contact us back if they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID hh9020tdd serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.